Manufacturer narrative:
The insulin pump gave an unexpected white flashing lcd display screen followed by an unexpected intermittent beep alarm due to cracked lcd controller when the battery was installed. The insulin pump was unable to perform the functional testing including the self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with cracked case at the reservoir tube lip and cracked battery tube threads. The insulin pump was received with minor scratches on the lcd window and no broken pieces found at the case during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call damage on the insulin pump. Customer fell onto the insulin pump and the insulin pump broke. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.